Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump also passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. Analysis was unable to verify no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a no delivery alarm as the reservoir was empty. Customer changed their set and received a motor error alarm. The insulin pump was able to rewind. Blood glucose level at the time of the incident was 9.5 mmol/l. It was reported that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Insulin pump alarm history contains several motor error alarm and motor position encoder error. Advised that the insulin pump would be replaced and agreed to return the product for analysis.